Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 11 ohms. Boston scientific technical services (ts) discussed lead issue or electromagnetic interference (emi). Ts recommended to check patient and perform lead troubleshooting. Additional information obtained from field representative that the cause was undetermined and will continue to monitor patient. The system remains in service. No adverse patient effects were reported.